Manufacturer narrative:
(B)(4). Customer complaint notes, stated crack is seen on: backside end cap and drive support cap. Unit received with detached, cracked end cap. Unable to perform the displacement test due to detached, cracked end cap. Pump received with loose, protruded drive support cap, case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, stained address, serial number label and cracked reservoir tube lip. The test p-cap, reservoir does lock into place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic stated that the cracked in backside of insulin pump and also drive support cap was damaged. No harm was required during medical intervention. The insulin pump will be returned for analysis.